Manufacturer narrative:
Insulin pump was received with blank display due to broken solder joint on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. Insulin pump was received with minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that she dropped the insulin pump and the screen went blank. The self-test passed. The display came back after removing the battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.